Event description:
It was reported that there was a pericardial effusion. Prior to the start of the procedure a trivial effusion was noted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after three (3) recaptures and redeployments the closure device was positioned optimally. All release criteria were met, and the physician released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. The procedure was ended and there were no complications or consequences that occurred. Approximately 15-20 minutes post procedure the pericardial effusion worsened. The physician performed a pericardiocentesis and successfully removed the excess blood from the patient. No other interventions or treatments were performed, and the patient is recovering from this event.